Event description:
An issue with the platelet results for one pt when using a cell-dyn 3200 sl analyzer. The cd 3200 sl generated the following platelet results; 90.4, 93.7, 84.4 and 75.3 k/ul. The 75.3 k/ul result had an uri flag on the mpv result which was suppressed. The sample was repeated using a coulter analyzer, obtaining a platelet result of 51 k/ul. The customer performed a smear review which showed less than 10 k/ul platelets. The pt had been recently transfused with platelets (date unk). No impact to pt management was reported.